Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by (B)(4) on 3/29/2024: the pump was tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump's event log was pulled as part of the investigation and upon review it was noted that were no power offs were found in the log, contradicting the report of the end user. A 25.4 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, resuming the pump's current parameters of 25.4 ml vtbi at 1.5 ml per hour. The infusion successfully completed without the pump powering off, not confirming the reported condition by the end user. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification.

Manufacturer narrative:
The following corrections were made: section d3: manufacturer name was updated to the correct name. Section g1: manufacturer name was updated to the correct name. Section h6: the codes for investigation findings and investigation conclusions were updated to reflect that the reported condition was not discovered or duplicated during testing.